Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of three unruptured ophthalmic posterior wall aneurysms. One of the aneurysms measured 11.6mm x 6mm while there was no information on the other two. During pipeline deployment, it was reported that balloon angioplasty (an option presented in the instructions for use) was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.